Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging an intermittent power issue with a pump. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.

Manufacturer narrative:
Returned to manufacturer on: (B)(4) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was observed to be cracked. The battery cap would not secure to the pump and the battery cap threads were found to be stripped. A test cap was inserted and the pump booted to the "verify" screen. A review of the downloaded pump history showed normal alarms and warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.